Manufacturer narrative:
(B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium (na) results were generated while processing on the architect c8000 analyzer. The following results were provided:sid: (B)(6). Initial na result = 162 mmol/l, retest result 138.2 mmol/l. Sid:(B)(6). Initial na result 160 mmol/l, retest result 137.5 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
During investigation of the architect c8000 analyzer, sn (B)(6), it was noted that the quarterly maintenance may not have been performed by the customer. The customer was advised to replace the cc ict probe (ln 09d63-03) and the issue was resolved. A review of the service history for the architect c804231 identified no contributing factors to the customer issue. There have been no further reports of discrepant results related to issues with the ict probe after it was replaced. A review of tracking and trending did not identify any trends for the cc ict probe regarding the current issue. A review of tracking and trending did not identify any trends for the architect c analyzer with regards to similar issues of discrepant results. Manufacturing documentation was reviewed and no issues were identified. Labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the cc ict probe or the architect c8000 analyzer.